Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject flex video scope device had no image. There was no patient involvement.

Event description:
It was reported that during reprocessing, the bronchovideoscope had no image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5 - describe event or problem updated to add the common device name. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: image flickered during angle adjustment. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the flickering image malfunction: electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.